Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 3.4mg/day via an implantable pump. The indication for use was noted as non-malignant pain. The patient was in for a routine refill but the healthcare provider could not access the refill port. The healthcare provider suspected a flipped pump due to refill difficulties and weight loss. The healthcare provider stated they would confirm pump orientation with imaging. The imaging made it look like the needle was in the refill port. They were unable to access the reservoir because the pump appeared to be flipped per the lateral image that was taken. There were no patient symptoms reported. Interventions, the cause of the event and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received on 25-aug-2016 from a consumer and it was reported that the pump detached and turned over/was upside down. Per the reporter, "the tubing wrapped around the pump and apparently came undone from where it was supposed to go into the intrathecal space."

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider (hcp). On (B)(6) 2015, additional information was received from a company representative. The morphine dose was now reported as 4.5 mg/day. The cause of the difficulty finding the pump refill port was the pump was upside-down and had flipped several times. The patient was taken to the operating room (or) to view the pump under fluoroscopy and they were unable to access the port. The physician manipulated the pump. The cause of the pump flip was unknown. A surgical referral was done for the pump to be anchored in the pocket by a neurosurgeon. When the pocket was accessed, it was clear that the catheter had twisted many times and was severed. The catheter was repaired and the pump was properly anchored. As of (B)(6) 2015, the issue had resolved. The patient's status was reported as "alive - no injury".

Event description:
Additional information received indicated the information previously reported in MFR. Report number 3007566237-2015-03063 pertains to this MFR. Report number. The following was reported in MFR. Report number 3007566237-2015-03063. [Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use not reported. It was reported that the catheter was broken due to a flipped pump. The infusion system was being revised the day of the report. Patient /device information, drug, indication for use, pertinent medical history, any patient symptoms, the cause of the flipped pump not reported. Further follow-up was being conducted to obtain information. If additional information received a follow-up report will be sent.] Any additional information related to the flipped pump and twisted, severed/broken catheter will be reported in this MFR. Report number (3004209178-2015-18028). Additional information received from a company representative reported the patient was getting good therapy at the time of report.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-16. It was reported that there was another problem with a coiled twisted catheter and that the patient flipped the pump ¿dozens and dozens probably hundreds of times on both occasions.¿ it was noted that this twisted catheter event is the only event and was prior to the (B)(6) 2017 event; refer to manufacturer report #3004209178-2017-10700 for details pertaining to the other problem with the coiled twisted catheter. It was indicated that the representative informed the doctor that it may be a patient issue and not a device issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Catheter 8596sc: the catheter was returned, and analysis found the catheter body was broken and related to user actions. Catheter: 8709 : the catheter was returned, and analysis found the catheter body to be deformed in shape and-or abrasion and did not effect infusion. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.